Event description:
It was reported that the insulin pump has spots under the screen and it's hard to read the display. It was stated that the customer just noticed the damage when waking up; the device was not dropped or bumped. Blood glucose value was 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked and bleeding on lcd glass. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, battery tube threads and minor scratches on display window.